Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tongue on th occlusion mechanism broke and occlusion could not be adjusted. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Method: device evaluated with respect to operation environment. Note: the reported complaint was confirmed. The field service representative (fsr) replaced the tongue and then the occlusion mechanism was found frozen and would not turn. The fsr exercised the occlusion mechanism and lubricated the guides for the tubing roller assembly and it functioned as expected. The root cause was attributed to damage.